Event description:
The consumer intially experienced nausea, vomiting, intermittent fever and progressive weakness over a 5 day period. The fifth day she developed diffuse red rash over her entire body, a coated tongue, and diarrhea with a temperature of 105f. She collapsed at home and was brought to the ER by her husband. In the ER, the patient had a temperature of 104.2f, pulse 114, respirations 22, bp 84/40. She developed respiratory distress requiring endotracheal intubation and mechanical ventilation x 24 hours. Oxygen was administered at 4l via nasal cannula. She received large volume of IV fluids (11,000 cc). IV antibiotic therapy with vancomycin was initiated. A chest xray, ECG and bloodwork (including culture) was performed. The patient received tylenol and ibuprofen to reduce temperature. Following admission to a medical unit, a cervical culture was performed. A foley catheter was placed after the patient was unable to void and she was placed on a hypothermia blanket until her temperature reduced to 102.8. She was transferred to ICU after her bp dropped to 69/28. Dobutamine and dopamine were administered IV and the patient had a heart monitor attached. During her hospitalizaion the patient received lasix and albumin IV, dexamethasone, rocephin, trovan, and was transfused four units whole blood. She was discharged 01/09/1999 on trovan 100 mg daily x 7 days and prednisone 10 mg bid x 3 days with orders for a follow-up chest xray, bmp and cbc in one week.